Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n245014, implanted: (B)(6) 2010, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml; 419.7 mcg/day). The patient's indication for pump use was intractable spasticity and a head/brain injury. On (B)(6) 2015, the patient experienced a sudden onset of tachypnea, was spastic, and had a temperature greater than 103 degrees f. The patient's pump was interrogated which confirmed that a motor stall had occurred. The pump logs showed an active motor stall beginning on (B)(6) 2015 and the message of stopped pump period may exceed tube set. There was no motor stall recovery seen in the pump logs, and it was noted that the patient had not had an MRI. The event was related to the primary device. Pump replacement and minimum rate pump programming was being considered. Additional information has been requested, but it was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information from a company representative on (B)(6) 2015 indicated that the cause of the motor stall was undetermined; it was a true spontaneous stall. The patient did go through withdrawal and was managed by the physician while in the ICU (intensive care unit). It was believed that the pump was replaced. Additional information received from a company representative on (B)(6) 2015 indicated the motor stall was resolved because the pump with the motor stall was replaced. They had no further information.